Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and found a cracked and damaged liquid crystal display (lcd) screen. The receiver was charged and would not boot up. Functional testing and data download was unable to be performed. The reported event of the receiver ceased to function was confirmed because the lcd was broken and damaged. The root cause was determined to be a damaged lcd.